Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, cleaning of the pipeline system solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Higher respiratory rate than set may led to insufficient ventilation or no ventilation to the patient. The device's logs were not available for further investigation. The root cause of the reported alarm has not been determined.

Event description:
It was reported that the ventilator generated an alarm indicating high respiratory rate. There was no patient harm. Manufacturer's ref. #: 1132052.